Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer was unable to continue troubleshooting the issue with tandem technical support, therefore no additional information was obtained.